Event description:
During a vitrectomy, subretinal fluid was being extracted using the device. The extrusion needle "blew" air into the subretinal space instead of aspirating. The patient incurred a tear in the retinainvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: incorrect technique/procedure, foot switch. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.